Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external abrasion breaching the outer insulation and abrading/separating all filars of the outer coil at distal region of the lead consistent with friction to another device. Clavicular crush damaging the outer and inner insulations and fracturing all filars of the outer coil was found at the middle region of the lead. The cause of the reported event was due to exposure of coils and separation of outer coil at abrasion zone and clavicular crush location.

Event description:
New information noted that the lead has been explanted.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited oversensing noise. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.